Event description:
On (B)(6) 2013, it was reported that a patient sustained a possible ureteral burn during a da vinci si surgical procedure performed weeks earlier with the use of a monopolar curved scissors (mcs) instrument. The details regarding the surgical procedure such as the type of procedure, date/time of the procedure, patient information, and procedure outcome were not provided.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, the initial reporter was unable to provide any information regarding the reported event. Isi has also attempted to contact the risk management department at the site. However, as of the date of this report, no additional information has been obtained. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter claimed that a patient sustained a ureteral burn during a da vinci surgical procedure. However, at this time it is unknown if the da vinci si system, an instrument, and/or an accessory actually caused or contributed to the patient's reported injury.